Manufacturer narrative:
It was reported that the hl20 had several low level alarms during a perfusion which resulted in a pump stop. No harm to any person was reported. A getinge field service technician (fst) was sent for investigation and repair on 2023-10-27. The fst replaced the apm 20-411 air protection module and the capacitive level sensor (B)(6) . The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The replaced parts were not made available for further investigation. However the failure can be linked to the following most possible root causes according to the hl 20 risk assessment: level sensor or bubble sensor malfunction because of: software error (e.g. In sensor, in communication) hardware error electromagnetic compatibility. According to the instructions for use hl 20 version 02 in chapter 5.7.3 level monitoring: function test: "only start the application if level monitoring is fully functional. Before each use, perform a function test together with the reservoir filled with liquid. Repeat the function test whenever the level sensor pad has been replaced or its position changed. If there is a malfunction, use a new level sensor pad". The review of the non-conformities has been performed on (B)(6) 2024 for the period of (B)(6) 2014 to (B)(6) 2023 . It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-09-20. Based on the results the reported failure "intermittently low level alarms" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).

Event description:
It was reported that the hl20 had several low level alarms during a perfusion which results in a pump stop. No harm or injury was reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the hl20 had several low level alarms during a perfusion which results in a pump stop. No harm or injury was reported. Further information is pending. A getinge field service technician will be sent onsite for an investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted.